Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were discovered in serum. There was no report of patient impact. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for visual and functional evaluation. 100 retained samples were visually inspected, and no gel smearing was found. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were discovered in serum. There was no report of patient impact. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis.